Event description:
The customer reported that the system would not perform scope (would not display a fluoroscopic image). This would render the system unusable. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries were identified as being faulty. A quote was issued to the customer. No further repair information is available at this time.